Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention will issue a supplemental report. The instructions for use (IFU) identifies premature coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during treatment of a pulmonary avm. The embolization coil was deployed to be placed on top of the coils already implanted in the feeder. However, as position of the micro balloon catheter needed to be adjusted, the coil was attempted to be resheathed. The coil was successfully retracted into the inner microcatheter with fluoroscopic confirmation. Proximal ends of the pusher and introducer sheath were also checked to ensure the successful retraction of the coil into the microcatheter. Resistance was stated upon retraction into the catheter. The coil was further retracted and resheathed into the introducer sheath. The coil and the microcatheter were then removed from the patient and the micro balloon catheter was repositioned. To confirm the position of the micro balloon catheter, angiography was performed by manually injecting contrast medium, and it was observed that something like a coil was flowing over the coils already implanted in the pavm. Upon checking the coil removed from the patient, it was determined that no implant was attached at the detachment point of the pusher and that the object observed flowing was the implant of the coil concerned. The implant position was on the previously implanted coils at the target position. The procedure was continued to embolize the feeder with coils. As a result, the procedure was completed successfully. No patient harm or injury was reported.